Event description:
The physician tried to advance the 070 neuron over a .014 guide wire, but could not make the turn around the first proximal loop in the cervical ica. He then removed the guide wire and tried to advance the neuron catheter over the .014 wire in conjunction with a micro catheter. As he was beginning to introduce the micro catheter system, he encountered significant resistance in the neuron catheter. He then pulled out the entire system from the pt, including the neuron where he then noticed a kink in the neuron catheter approximately 14 cm from the distal tip. An envoy catheter was then selected and the case was successful completed. No pt injury was reported.

Manufacturer narrative:
Technical eval: the kink reported in the incident description occurred 14.5 cm from the tip and collapsed the catheter lumen. There is an indication that the device may have been bent too far in a sharp angle due to the tortuous anatomy of the pt as referenced in the incident description. The kink reduced the catheter's inner diameter, creating resistance at the location of the kink. Additional kinks to the device were likely caused during transit when the device was returned to penumbra for eval. The DHR of this manufacturing lot has been reviewed and is attached. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on (B)(4) 2009. A review of the device history record (DHR) was completed on part # 1626-02 neuron delivery catheter 070 (95cm x 6cm) shaped tip, lot number l13751. The lot was built at risk under FDA 069 for 1 year accelerated aging data not back yet. The lot was affiliated with ncr 664 for coating length out of specification per mqi 1499. Lot was recoated per ncr 664 and 66 units were accepted and 48 scrapped. (B)(4). In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed inspection have been rejected and all parts released met specifications. No other anomalies were found with this lot due to the manufacturing process. The parts released in this lot met process requirement.